Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, an unknown size valve was implanted in the patient. On (B)(6) 2024, the device was failing noted with valve thrombosis, leaflet was not within the range.

Manufacturer narrative:
An event of thrombus was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. It was indicated that was noted with valve thrombosis and leaflet was not within the range. No additional information was provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 33mm epic plus mitra valve was implanted in the patient. On (B)(6) 2024, the device was failing noted with valve thrombosis, leaflet was not within the range.